Event description:
It was reported that the patient presented to the hospital for lead revision procedure. It was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.